Manufacturer narrative:
Inspected one random partial opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter, connected the sensor to the transmitter and placed it in, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also, performed visual inspection and found one of three sensors with cannula retracted inside sensor base and found no broken cannula during analysis. The two remaining sensors found in full. We were unable to confirm customer received sensor in said condition due to sensor returned opened and used. It was noted that the device was missing three insertion needles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had several sensor issues. The customer's blood glucose level was unknown at the time of the incident. It was reported that issues occurred on three sensors. It was reported that it was indicated that a sensor was being prepared when it was not, sensor connection completed was indicated when the sensor could not measure and that the sensor electrode was missing during a need for calibration. There was no indication of troubleshooting performed for the sensor breakage event and no further details were provided. The product will be returned for analysis.